Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that this incident occurred because the high-frequency treatment device was used without maintaining sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the bronchovideoscope distal end cover (c-cover) and light guide lens is burnt. There was no patient involvement.